Event description:
A customer reported that a system message displayed and it could not be cleared during a surgical procedure. The case was aborted after the incision had been made. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).